Event description:
Per information provided: (B)(6) 2011 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with implant of ventralex mesh (device 1). Per op notes, "vertical incision was made over the defect. The hernia sac was identified and freed from the subcutaneous tissues. A ventralex mesh (device 1) was placed through the defect and sutured." (B)(6) 2013 - patient was diagnosed with adhesions thereby underwent laparoscopic repair with excision of ventralex mesh (device 1). Per op notes, "supraumbilical incision was made. The small bowel adherent to the mesh (device 1) was lysed. All the old mesh (device 1) was excised and removed. Cholecystectomy was performed." (B)(6) 2015 - patient was diagnosed with bilateral inguinal hernias and recurrent incisional hernia with pain thereby underwent laparoscopic repair with implant of visilex mesh (device 2). Per op notes, ¿infraumbilical incision was made. The recurrent incisional hernia was dissected free and reduced. A visilex mesh (device 2) was placed around the cord and tacked. The defect was closed with sutures. Bilateral inguinal hernias were repaired primarily with sutures." (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with implant of synthetic mesh. Per op notes, "the hernia sac was identified and dissected free and the contents were reduced. The hernia sac was removed. A synthetic mesh was placed and stapled and sutured."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2014) is considered to be a best estimate. This emdr represents the visilex mesh (device 2). An additional supplemental emdr was submitted to represent the ventralex mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.